Manufacturer narrative:
Continuation of d10: product ID {{evfxplus-23}}; product lot/serial number (B)(6); product type: {{1095-heart valves}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{1095-heart valves}}; implant date {{na}}; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient having a gradient of over 50 millimeters of mercury (mmhg). During the attempted implant of the transcatheter valve, as the delivery catheter system (dcs) was advancing, there was difficulty navigating the aortic arch. Subsequently, an aortic dissection occurred and the patient died. It was reported that the dcs contributed to the aortic dissection, which caused the patient to expire. It was noted that a 1-hour procedural delay occurred as a result of this event. Per the physician, the patient had tortuous anatomy which contributed to the event.